Event description:
Display problem. Segments are missing from the display. Meter has worked fine for 7 months, now customer can't tell what the readings are because segments are missing from the numbers. They are broken up. Customer has changed batteries & checked battery placement.

Manufacturer narrative:
(B)(4). No device returned the analysis results of the (B)(4) found that only the obturator was received. Therefore, no testing could be performed to evaluate the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during an unknown procedure. The devices were leaking throughout the case. The seal appears to separate away from shaft and causing significant pneumo leakage. Insufflation was 900l/2.5 hrs resulted in significant post-op pain for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.